Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was inspected prior to use, and no damage was found. At the time of event, the system recognized the correct endoscope and the surgeon confirmed the desired orientation when the endoscope was installed. The horizon indicator was pointing directly above, not directly below. The vision issue did not result in patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found to have the attached endoscope adapter (aea) bearing friction issue.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the 30-degree endoscope had improper motion and the image looked like a mirror and the left and right sides were swapped in terms of arm operation. Prior to contacting tech support, the customer replaced the endoscope and was able to resolve the issue. A technical support engineer (tse) had the customer rotate the shaft of the suspected scope, and the customer found that the motion was not smooth, and it emitted mechanical noise. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.